Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. The patient's mother took the patient's blood glucose reading due to the patient feeling shaky. The cgm reading was 6 mmol/l and the bg reading was 2.6 mmol/l. Patient's mother treated patient with a can of coca-cola. At the time of contact, patient was in good condition. No additional medical intervention was required. Data was provided for evaluation. Confirmation of the allegation was undetermined, and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.